Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant. Subsequently, the patient was taken back to the operating room and this lead was successfully repositioned. No further complications have been reported. This product remains in-service.